Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had motor error, blank display, drive support cap sticking out and reservoir was not able to lock in place. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had cracked and broken reservoir compartment as customer dropped the insulin pump in bathroom. Customer was advised to discontinue use of the insulin pump and refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plug in properly to b1 or ib. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to blank display, loose drive support disk and detached end cap noted. Motor passed motor test. Device received with cracked resevoir tube lip. The p-cap locks into the reservoir compartment properly noted.